Event description:
It was reported that during a breast biopsy procedure, the device stopped. It was found that the blue cable receptacle colored white was broken inside. The procedure was converted to an open surgical biopsy.